Event description:
Per user facility medwatch form, # 0500770000-2013-8030 attached to this report, during an unknown procedure; the clip applier cut the target vessel instead of clipping it when the surgeon used it. As a result the device had to be discarded. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.